Manufacturer narrative:
Results: the cat3 was fractured approximately 102.0 cm from the hub. The fractured distal segment was repeatedly kinked throughout its length. Conclusions: evaluation of the returned device revealed that the cat3 was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as a fracture may occur. The cat3 getting caught on the stent upon removal likely contributed to the fracture of the cat3. Further evaluation of the returned device revealed that the fractured distal segment was kinked repeatedly throughout its length. These kinks may have occurred during removal of the fractured segment from the patient. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 3 (cat 3). During the procedure, while attempting to remove a cat3 from the patient¿s body while using it, the physician inserted a guidewire through the cat3 and pulled the cat3 through the non-penumbra sheath. However, in the removal process, the cat3 became caught in a stent device strut. Unaware that the cat3 was caught up, it was pulled out the patient¿s body. Upon removal, the physician noticed that the cat3 had broken off and was shorter. The remainder part of the cat3 was adhered to the guidewire and pulled out the patient¿s body through the sheath. It was reported that the physician did not mention resistance while retracting the cat3. There was no report of an adverse effect to the patient.